Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous triglyceride results. Customer reported the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistries (cc) sample probe, the cc mixer, the reagent probe assembly, the collar wash. The fse performed all alignments. The fse verified the system with passing precision verification test and all control runs.